Manufacturer narrative:
Patient information was not provided for reporting. Additional device product codes: gwo, gxr. (B)(4) lot unknown. Event occurred intraoperative. Device was not implanted/explanted. Device is not expected to be returned for manufacturer review/investigation. (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2017, patient underwent craniotomy surgery. During the procedure, a matrix neuro screw head broke off the screw shaft while placing a matrix neuro plate on a bone flap. The screw hole had been pre-drilled; the screw was the first screw in the plate. There was a five minute surgical delay to burr/remove the screw shaft out of the bone. The surgeon removed the plate (intact, with no issues) in order to remove the screw. All fragments were removed and a new plate and screw were used to successfully complete the surgery with patient outcome as expected. Concomitant device reported: ti matrixneuro double y-plate 6 holes/18 mm (part # 04.503.068, quantity 1). This report is for one (1) ti matrixneuro screw self-drilling 4 mm. This is report 1 of 1 for (B)(4).